Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 1000314787, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced pain in the scrotum with an inflatable penile prosthesis (ipp) as the pump was fixed to the scrotum. An ipp explant procedure was performed in which everything was removed and washed out. The corpora was closed and nothing was reimplanted. The patient did not experience any further known complications. It was further reported that the suspected reason for the pump being fixed to the scrotum was infection. There were no device issues related to the explanted device. It was further reported that there was no scar tissue associated with the pump being fixed. The patient was treated with antibiotics to treat the infection. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced pain in the scrotum with an inflatable penile prosthesis (ipp) as the pump was fixed to the scrotum. An ipp explant procedure was performed in which everything was removed and washed out. The corpora was closed and nothing was reimplanted. The patient did not experience any further known complications. It was further reported that the suspected reason for the pump being fixed to the scrotum was infection. There were no device issues related to the explanted device. It was further reported that there was no scar tissue associated with the pump being fixed. The patient was treated with antibiotics to treat the infection. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
H2, h6, h10 updated. Model number/catalog number 720185-01 serial number null batch/lot number 1000314787 model/catalog description reservoir flat iz 100 ml.